Event description:
It was reported that the caller could not adjust stimulation. The caller was shown how to clear a power-on-reset condition, and this resolved the reported issue.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4), lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown.